Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), careful evaluation of access vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Per IFU, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, a 22fr gore® dryseal sheath with hydrophilic coating (dsl2228j/16585939) was used as part of a thoracic endovascular repair. During the procedure, the sheath was inserted from the left common femoral artery. It was reported that there was some calcification present in the access vessel, and the physician reportedly felt resistance during insertion of the sheath. All endoprostheses were deployed with no reported issues. During withdrawal of the sheath, a localized dissection of the left common iliac artery was reportedly confirmed. A bare metal stent was implanted to repair the dissection. The dissection was resolved and the procedure was concluded with no further reported complications. The patient tolerated the procedure.